Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two osseotite® tapered certain® implant 4 x 11.5mm (xifnt411 x 2) and two unknown biomet screws were returned for investigation . Visual evaluation of the as returned products identified screw fragments inside the implants¿ drive feature. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed due to the nature of the devices and event. Pre-existing condition noted on the per was moderate bone density ¿ type ii. The devices had been placed on tooth # 25 & 26 for approximately 9 years. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h - july 2021. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: DHR was not reviewed for the unknown biomet screws since the lot numbers were unknown. Complaint history review: complaint history was not reviewed for the unknown biomet screws. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed for all the reported devices as fractured screws were identified within each implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Gender unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Email address unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported removal with threphine of both implants at tooth sites 25 and 26 due to fracture of prosthetic screws.